Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have had a seizure and insulin pump fell causing belt clip to break. Customer's blood glucose at time of incident was 39 mg/dl. Customer was advised that belt clip would be replaced. No further information provided.